Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the helix was deformed and stretched. Laboratory analysis concluded that the dislodgement, difficulty in repositioning, and the prolonged procedure time was caused by the deformed helix..

Event description:
It was reported that this right atrial (ra) lead was successfully implanted. However, five days post-implant at the pre-discharge device check, the pacing impedance and threshold measurements on the right ventricular (rv) lead were found to be significantly higher than at implant. The lead was believed to be dislodged and a revision procedure was performed. During the revision, this ra lead was moved out of position. The rv lead was attempted to be repositioned but after 15 minutes the physician elected to remove the lead and implant a new one. Then the ra lead was attempted to be repositioned, but after many attempts, no position produced acceptable values. The ra lead was removed and a new lead was implanted successfully. The same pacemaker was connected to the new leads and the procedure was completed. It was noted the revision procedure lasted two hours. No additional adverse patient effects were reported outside of the additional procedure needed due to the rv lead dislodgement. The explanted leads were returned for laboratory analysis.